Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was programmed back to previous settings and tested, and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.